Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was reported that the patient presented with back pain. It was reported that the bifurcate had migrated approximately 1cm. A proximal type I endoleak with sac expansion was noted. There was no evidence of rupture. A secondary intervention was performed and an endurant 36mm cuff was implanted resolving the event. In addition, an endurant 16x16x82 and a 16x16x124 was implanted prophylactically. The additional limbs were implanted to bridge the new cuff between the old graft and limbs, which would decrease the likelihood of the old bifurcated system from further moving down. The physician did not state the cause of the event however, the proximal neck had increased in diameter. The physician stated that the event was related to the device. No additional clinical sequelae were reported and the patient is fine.